Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported customer experienced an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 the customer had contact with a healthcare provider and was diagnosed with ¿nerofil fasciitis¿ (necrotizing fasciitis) and had an operation on their right arm. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for all fs libre sensors and fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A nurse reported customer experienced an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 the customer had contact with a healthcare provider and was diagnosed with ¿nerofil fasciitis¿ (necrotizing fasciitis) and had an operation on their right arm. No further details were provided. There was no report of death or permanent injury associated with this event.